Event description:
It was reported that a motor stall was recorded in the event logs on (B)(6) 2012 with no recorded motor stall recovery. A "stopped pump period may exceed tube set" message was present. The patient confirmed they had not had a magnetic resonance imaging (MRI) study on the date of the motor stall. There was also a volume discrepancy issue where the actual residual volume of 10 milliliters (ml) was greater than the expected residual volume of 5.6 ml. A change in therapy effect was reported and the patient had symptoms of increased pain on the date of the report as well as during the week prior. The pump was set to minimum rate by the physician and the patient was given supplemental oral pain medicine. The pump was possibly going to be removed at a later date. The pump was delivering morphine.

Manufacturer narrative:
Product ID: 8703w lot# l59330, implanted: 1999 (B)(6), product type catheter. (B)(4).

Event description:
Additional information was received. The pump was replaced and returned to the company for analysis. It was reported the patient recovered without sequealae, no injury.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot# l59330, implanted: (B)(6) 1999, product type catheter. Analysis identified the two tone alarm was audible and the volume was within specification. The catheter access port (cap) was found to be patent. The pump tested within specification for dispense accuracy. Visual inspection of the pump circuit board did not identify any anomalies and the battery voltage tested within specification. Pressure testing did not identify any leaks or breaches in the internal pump tube. The battery in this device was identified to be on the battery performance list. However, functional testing showed it was within specification and did not present any potential performance issues. Destructive analysis identified residue in the motor gear train which resulted in a motor stall. A review of the pump logs confirmed there was a motor stall and recovery.